Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system has been exhibiting an increase in the pacing impedances measurements on this right atrial (ra) lead. No out of range measurements were noted, nonetheless, upon review farfield oversensing was noted, driving pacemaker mediated tachycardia (pmt) episodes and inappropriate atrial tachy response (atr) episodes. The technical services (ts) discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.